Event description:
Patient implanted with knee interpostional device in 2008, complained of continuous pain. Surgeon indicated that in the same month, the device was explanted due to continuous pain.

Manufacturer narrative:
Surgeon indicated that knee interpositional device was explanted, due to patient complaint of continuous pain. Review of device history record indicated that the device was manufactured to specifications. Reason for continuous pain could not be determined.